Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment for an abdominal renal artery true aortic aneurysm using gore® excluder® aaa endoprosthesis. When a touch-up using gore® molding & occlusion balloon catheter was attempted, rupture and hemorrhage occurred on the distal side of the right common iliac artery. The right internal iliac artery was embolized and the stent graft was extended toward the external artery. The physician stated that the touch-up was not strong because the dissection was partially confirmed before the operation.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.